Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-02241. Placeholder.

Event description:
It was reported device was not able to grip the burrs, as the burrs where sliding out when device was in use. It was also reported there was a short delay (time length unknown) in the procedure, due to the burrs being readjusted. No additional information available. This report is for a drill/burr attachment for 2.35mm shafts. This is 1 of 4 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the event occurred in (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.